Manufacturer narrative:
(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged and with the rotation tab bent. A double feed was observed as one clip was partially loaded incorrectly into the jaws and the next clip was protruding from the channel. First, the partially loaded clip was manually removed , and the trigger cycle was completed. Functional inspection was then performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The next clip was unable to load properly , and another clip became stuck in the rotation tab and bent it even further. The sample was disassembled to inspect the internal components. It was found that the clips were out of position and stacking on one another in the channel. The sample was received with 11 clips remaining including the partially loaded clip, indicating that 4 clips were fired by the end user. The clip stacking prevented the clips from loading properly into the jaws. It could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clips loaded in closed condition" was confirmed based upon the sample received. One device was returned with the rotation tab bent. A double feed was observed as one clip was partially loaded incorrectly into the jaws and the next clip was protruding from the channel. Upon functional inspection, the next clip was unable to load properly , and another clip became stuck in the rotation tab and bent it even further. The sample was disassembled , and it was found that the clips were out of position and stacking on one another. The clip stacking prevented the clips from loading properly into the jaws. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue.

Event description:
It was reported that during an operation a clip was loaded in closed condition. The user tried to load outside the patient's body several times, which resulted in the same occurrence. Therefore, the device was replaced with a new one. However, the same issue occurred to other two devices. A clip fell but was retrieved; no clip remained in the patient.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73c1900030 investigation did not show issues related to the complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during an operation a clip was loaded in closed condition. The user tried to load outside the patient's body several times, which resulted in the same occurrence. Therefore, the device was replaced with a new one. However, the same issue occurred to other two devices. A clip fell but was retrieved; no clip remained in the patient.